Manufacturer narrative:
The autopulse platform with serial number (B)(4) was rec'd for investigation on (B)(4) 2013. Visual inspection showed that the four main bosses of the top cover was damaged. A review of the data archive showed user advisory 2 (compression tracking error) and fault 21 (position change does not coincide with motor direction). The returned platform did not pass the functional testing. User advisory 2 occurred on the first compression. This typically occurs if the pt is misaligned on the platform or the lifeband is opened. Load cell characterization confirmed both load cell module are within specification. Investigation also detected defective drive train motor, motor controller board and slightly sticky encoder shaft.

Event description:
The customer reported to the zoll distributor that during a shift check by the customer, it was discovered that the device displayed user advisor 2 and user advisory 17 error messages and the platform did not function. The control circuit and main board were changed by the distributor, but the failure did not improved. Also, an abnormal noise from the motor was noted. No pt involvement was reported.